Event description:
It was reported that the patient's left ventricular (lv) lead was showing high impedance and no capture most likely due to a possible fracture with inappropriate therapy. The lead was capped and a previously implanted lv lead was uncapped and used with patient's implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned; however analysis of the device memory was performed and no anomalies were found. Concomitant products: 5071-35, lead, implanted: (B)(6) 2009, (B)(4), ICD, implanted: (B)(6) 2008, 4554 (boston scientific) lead, implanted: (B)(6) 2008. (B)(4).